Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14308700/14249790.

Event description:
It was reported that the patients scs system was not helping the pain. The patient underwent a full scs system explant and was doing well post operatively. The explanted device will not be return.